Manufacturer narrative:
Product analysis: it was identified at analysis that the power supply failed. The output voltage was suddenly 0.77 volt. The power supply was replaced and the device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.